Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical review summary: a vena cava filter was deployed into a patient with history of previous deep vein thrombosis, cerebrovascular accident, patent foramen ovale and mthfr mutation and a contraindication to anticoagulation due to lower gastrointestinal bleed. Approximately four years and seven months post filter deployment, a CT of the abdomen performed for filter assessment revealed: the tip of the filter 5.9 cm inferior to the lowest renal vein and tilted toward the right; no strut detachment or bending; and several struts in the proximal bilateral iliac veins with some struts extending to outside the wall of the vein, but no extension into adjacent arteries or abdominal organs. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for filter tilt, perforation, and unintended movement. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 08/2015, manufacture date: 08/2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the filter has perforated into the lumber vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.